Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported there were black specs inside the bactiseal catheters (ID ns0339). The physician picked another product with the same code and lot number, but still had same black specs on it. The product problem was discovered during the procedure for implantation. There was a surgical delay because they had to open another catheter and found there to be more black specs on it. Then they open a third one which found to be acceptable and the procedure was completed. The product was stored in a storage room below 80-degrees fahrenheit. Neither of the catheters were used on the patient.

Manufacturer narrative:
The bactiseal catheter (ID ns0339) was returned for evaluation. Device history record (DHR) - lot 6162835, conformed to the specifications when released to stock. Failure analysis - the catheters were visually inspected blacks spots were confirmed, device was investigated by engineer department and external laboratory. The catheter was tested by microbiological examination. The maldi/tof was negative, no germ was noted. The catheter has been tested several times by : hplc, the sample meets the specifications . Dip-ms (mass spectrometer) & layer chromatography (tlc). The residues are likely to be composed of clindamycin and rifampin, they did not detect the presence organic compounds other than antibiotics and/or their degradation products in the residues. The blacks spots were determined to be non-cytotoxic and non-mutagenic, it can be concluded that bactiseal catheter with blacks spots do not present any more risk to patients than bactiseal catheters without blacks spots. Root cause - the root cause for the issue is due to rifampin and clindamycin residues but it was noted : the bactiseal cathteters with the worst-case level of black spots meet specifications for rifampin, clindamycin, and their impurities that were set based on testing with degraded samples which were determined to be non-cytotoxic and non mutagenic. A non-conformance was opened for this complaint.

Event description:
N/a.